Event description:
During a laparoscopic procedure, the cutting forceps wouldn't clamp. The device was replaced with another like device, and it still wouldn't clamp. Surgeon went to an open procedure to stop the bleeding.

Manufacturer narrative:
As received, device has very little coag on the jaw, it has been used. Ratchet is in the off position. Jaws open and close smoothly, the blade was stuck inside the shaft due to coag build up, once unbound, it advances and retracts as designed. Observed that the jaws align properly, then at times teeth make point to point contact. Attached the device to the cable, generator displayed correct default, "5mm cutting forceps vp3-35". Device coaged and cut numerous times with intermittent regrasp errors. Jaws make point to point contact which caused the device to short out. Root cause is manufacturing-process execution. Misalignment. CAPA already exists for regrasp errors.